Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited under-sensing. The ra lead was not used. The physician continued with the second ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of under-sensing was not confirmed. A complete lead with two stylets was returned in one piece for analysis. Visual inspection, x-ray examination, and electrical testing were normal, with no anomalies found.